Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor 1/27/2016 belt 12/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was reportedly in a rehab center and was wearing the lifevest, however the rehab staff reported that the belt was not connected to the monitor at the time of passing. Earlier on the day of passing, the patient received 3 inappropriate treatments from the lifevest. At 6:26:07 pm, the patient received the first treatment from the lifevest. The patient's rhythm at the time of treatment and post-shock were obscured by CPR artifact. At 6:27:27 pm, the patient received the second treatment from the lifevest. The patient's rhythm at the time of treatment and post-shock were obscured by CPR artifact. At 6:31:41 pm, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 180 bpm with rapid ventricular response, the post-shock rhythm was af at 150 bpm with premature ventricular contractions. CPR artifact and rapid af contributed to the false detections. The response buttons were not pressed during the event. A non-treatable rhythm was declared by the lifevest at 6:32:03, and the shut down at 7:34:42 pm. The patient reportedly passed away around 8:40 pm on (B)(6) 2020.